Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system - non-dehp solution set would not flow. During a smof (soybean oil, median change triglyceride, olive oil and fish oil at a rate of 3.8ml/hour) infusion via a baxter pump, the tubing appeared "flattened and compressed in the pump channel". This caused the pump to alarm downstream occlusion "multiple times". The tubing had been in use less than 24 hours. This event occurred in the neonatal ICU. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device underwent pressure testing and not leak was observed. Pull testing and clamp functioning testing were also performed and the set performed according to product specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.